Manufacturer narrative:
On 29-dec-2020, mentor received additional information regarding the date of explantation and replacement devices. The date of explantation was rescheduled from (B)(6) 2020. The replacement devices are two 450cc mentor memorygel breast implant prostheses (catalog#: 3504504bc, left serial #: b)(6), right serial #: b)(6). The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms. The patient¿s surgeon stated that the patient deflation was noticed about 2 weeks before the first consultation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: visual analysis of the returned sample revealed a crease/fold on the anterior view. Additionally, a tear was observed within the crease/fold, measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic/latino and caucasian female patient underwent a primary breast augmentation with a 330 cc mentor smooth round high profile prosthesis and experienced postoperative right-sided deflation. The diagnosis was confirmed via physical examination. As a result, the patient underwent removal and replacement with a 450 cc mentor memorygel breast implant (catalog #: 3504504bc ) on (B)(6) 2020. The date of event was estimated as (B)(6) 2020.